Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned with the helix was extended . Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The reported lead dislodgement could not be confirmed via laboratory analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. During the procedure the lead dislodged from its original position and upon trying to reposition the lead the helix would not re-extend. Upon extraction of the lead the helix was not functional even when the lead was straightened and the physician noted the terminal pin felt 'free' from the helix. No adverse patient effects were reported.